Event description:
The customer originally returned his evis exera iii video system center due to a broken pin found in the connector during procedure preparation. According to the initial reporter, the intended procedure was completed by using another tower. There was no patient harm or consequence reported as a result of this event. During the device evaluation, a faulty double pole board was discovered and causing horizontal lines to appear in the image. This report is being submitted to capture the horizontal lines noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user's report was confirmed. A broken pin was discovered inside the connector. Additionally, as noted in b5, a faulty double pole board was found and causing horizontal lines to appear in the image when 190 series scopes were used. Furthermore, the real and front panel had been damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dp board (printed circuit board/double pole board) could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.